Manufacturer narrative:
Investigation included customer support troubleshooting and arranging replacement supplies. Investigation of this case revealed a suspected faulty or loose external power/charging connection. It was concluded that the charger was likely defective and replacement was warranted.

Event description:
It was reported that the pump did not charge when placed on the charging base because the wall power cord connection repeatedly disengaged, leading to a failure to charge. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care.